Manufacturer narrative:
B3: estimated based on date range of literature article. D6a: estimated based on date range of literature article. Badertscher p, et al., (may 12, 2025). Long-term outcomes of patients requiring pacemaker implantation after transcatheter aortic valve replacement. Jacc, vol. 18, no. 9, page 1163-1171. Https://doi.org/10.1016/j.jcin.2025.03.028.

Event description:
Badertscher p, et al., (may 12, 2025). Long-term outcomes of patients requiring pacemaker implantation after transcatheter aortic valve replacement. Jacc, vol. 18, no. 9, page 1163-1171. Https://doi.org/10.1016/j.jcin.2025.03.028. Reference literature article, "long-term outcomes of patients requiring pacemaker implantation after transcatheter aortic valve replacement" included with the report for full listing of physicians and healthcare facilities. It was reported via literature article that permanent pacemaker implant occurred. A prospective, observational, nationwide transcatheter aortic valve replacement (tavr) cohort study was performed to examine the outcomes of patients undergoing permanent pacemaker (ppm) implantation. The patients enrolled spanned 19 centers across switzerland between february 2011 and june 2022. Thirteen thousand, three hundred and sixty (13,360) patients were enrolled in the study; the patients were divided into 3 groups: 1) patients with preexisting ppm implantation prior to the tavr procedure; 2) patients requiring ppm implantation during the first 30 days after the tavr procedure; and 3) patients without pm implantation. Procedure summary the types of heart valves implanted in the tavr procedures included non-specified balloon expanding, non-specified self-expanding, and the mechanically expanding lotus valve. Three-hundred and thirty-eight (338) patients received lotus valves; 182 of those patients did not have a ppm and 38 of those patients had a pre-existing ppm prior to the tavr. Event summary one-hundred and eighteen (118) patients required a ppm within 30-days of their lotus valve implant. Patient status no further information on the status of the patients is available.